Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer (getinge (B)(4)). Additional info will be provided upon conclusion of the manufacturer's investigation.